Event description:
It was reported that the user changed pump supplies but did not perform the fill cannula step, which led to an insulin set expired alert; the agent provided education and guided the user to complete fill cannula and advised changing the infusion set at the appropriate interval. Symptoms included none. Outcomes included no medical intervention and no impact beyond clearing the alert and planning the infusion set change. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user error related to incomplete supply change procedure with no device malfunction identified. It was concluded that the event resulted from user technique and that the device functioned as designed after completing the fill cannula step and resuming the recommended supply replacement schedule.